Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be detected/prevented by following the instructions for use which state: "do not hit or drop the distal end, flexible part, bending part, control part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that water tightness was lost due to a pinhole in the forceps channel tube. The bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. It was also noted that the adhesive of the a-rubber was detached and had a crack. The ultrasonic transducer had corrosion and the paint on the cylinder was peeled. The universal cord had a wrinkle and the objective lens had a scratch and a crack. The connecting tube also had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope tip was broken. Upon inspection and testing of the returned device, it was noted that the acoustic lens was peeled. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.